Manufacturer narrative:
The insulin pump was received with blank display due to loose battery tube connector. The device also had a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.